Event description:
It was reported that air bubbles were observed in multiple cartridges within the canister. Additionally, it was reported that the cartridge was loose and ¿came partially twisted out¿. No additional information was provided. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.